Event description:
Additional information received reported the catheter worked out of the intrathecal space. A revision was done on (B)(6) 2009. The outcome to the patient was no injury.

Event description:
It was reported that this patient at one time had a catheter revision. It was further reported that it was thought that the catheter was revised as it had pulled out of the intrathecal space. No further details were known or provided. It was not known what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 87 09sc, serial# (B)(4), product type catheter.